Event description:
Boston scientific crm received info that this right ventricular (rv) lead was dislodged. As a result, this lead was repositioned on the septal wall. The patient was not symptomatic. No adverse patient effects have been reported.